Event description:
It was reported the sensor is giving erratic and incorrect readings during procedures.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported the sensor is giving erratic and incorrect readings during procedures.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the sensor is giving erratic and incorrect readings during procedures was confirmed. The sherlock sensor stops functioning when the usb strain relief is moved. The root cause of the reported failure was identified as an internal failure of the usb cable.